Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right lower lobe resection, at the severe lung tissue, the stapler did not fire. The surgeon was not able to press the green button. They replaced new staplers to complete the case. There was no patient injury.